Event description:
It was reported that the recipient experienced a skin breakdown and skin necrosis at the implant site. Additional information has been requested but has not been made available as of the date of this report.